Manufacturer narrative:
The t:slim x2 basal iq user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 300-544 mg/dl range leading to diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2019. Bg was treated via intravenous insulin and bicarbonate. Reportedly, treatment resolved the issue as customer's bg decreased to 124 mg/dl and customer sustained no permanent damage. System check with tandem technical support found that the pump's time and date settings were inaccurate. Reportedly, the customer input the time and date settings incorrectly when initially programming pump settings. However, customer stated that incorrect time settings would not have impacted rate of insulin delivery as customer only has one basal rate setting. Multiple contact attempts were made by tandem technical support to obtain the date of the customer's release from the hospital; however, the customer did not respond.